Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10-11-2016 that the pump is alarming during the feed, saying that there is not enough formula to complete the feed, even though they put enough formula in the bag. The pump does not alarm when the volume actually has been delivered. A patient was involved. No medical intervention required.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit alarming during the feed and failing to alarm at feed completion. The unit was triaged and the reported issue could not be confirmed. No faults were observed during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.